Manufacturer narrative:
As reported in a research article, out of 1,068 patients implanted with a surgical valve, 110 patients were implanted with trifecta valves. Complications for the patients implanted with surgical valves included 52 patients who needed a transfusion, 9 patients with a stroke. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a trifecta valve that may be related to post-operative complications. Details are listed in the article, titled ¿two approaches-one phenomenon-thrombocytopenia after surgical and transcatheter aortic valve replacement¿. This research article is a retrospective single center experience to evaluate postoperative thrombocytopenia after surgical aortic valve replacement (savr) or transcatheter aortic valve replacement (tavr) implant procedures. Three surgical valves from 3 manufacturers-trifecta (abbott), sorin (livanova) and intuity (edwards) were used for savr in the study. It was reported that pre-procedural and post-procedural values were collected in a total of 1,884 patients. 1,068 patients underwent surgical aortic valve replacement (savr) and 816 patients underwent transcatheter aortic valve replacement (tavr) from 2010 to 2017 due to severe aortic valve stenosis. The baseline characteristics included: endocarditis, extracardiac disease, copd, diabetes, myocardial infarction and pulmonary hypertension. It was reported that 110 patients who underwent savr were implanted with a sjm trifecta valve. The following savr post-operative details included: 522 patients transfused, and stroke in 9 patients. Those who underwent tavr had less transfused patients. There is no allegation of malfunction of the trifecta valve. The primary author of the article is ferdinand vogt, md, department of cardiac surgery, (B)(6) medical university (B)(6). (B)(6) with the corresponding email: (B)(6).